Manufacturer narrative:
The device was returned for evaluation and the olympus representative¿s allegation was confirmed. The leakage was due to the adhesive around the object lens peeling. This is from deterioration as a result of chemical or physical stress. Additionally, the following findings are as follows: (a.)the bending section cover, or distal sheath has a scratch, (b.) The adhesive on the bending section cover, or distal sheath has a chip, (c.) Due to wear of the angle wire, bending angle in up direction does not meet the standard value, (d.) Due to wear on lock engagement lever, the angle knob torque of lock engagement lever at engage exceeds the standard value, (e.) The number of broken wire in bending tube blade exceeds the standard value, (f.) Due to a pinhole on bending section cover, or distal sheath, water tightness is lost, (g.) And the video connector is deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had leakage from the insertion section. It is unknown when the event occurred however, no patient, or user harm was reported with this event. The subject device was subsequently returned to and evaluated to olympus, and the evaluation discovered that adhesive around objective lens is peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.